Manufacturer narrative:
Date of report: 27may2021. There was no patient involvement.

Event description:
The customer reported that the navigation ring does not work during periodic maintenance. There was no patient involvement. The remote service engineer advised replacing the front bezel.

Manufacturer narrative:
B4:03sep2021. Additional information was received that that the touchscreen was functioning as intended and settings or output/delivered therapy were not autonomously changing without the user's input. The authorized service provider(asp) determined the front bezel needed to be replaced. The asp replaced the front bezel and the issue was resolved. The issue was found during preventative maintenance. Based on this information, this is not a reportable event.